Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump receives unexpected restart alarm. The customer¿s blood glucose level was unknown. Customer states that troubleshooting was performed and they were able to clear the alarm and complete the rewind. The customer stated that the alarm occur after the battery change. The device will be returned for the analysis.

Manufacturer narrative:
Device passed the displacement test and a21 alarm test. No unexpected a21 alarm anomalies noted.